Event description:
Consumer complaint of about e-5 error. On a follow up call. Customer's nurse called on behalf of the customer. Nurse "(B)(6)" states the customer does not feel well and will seek medical attention. Nurse stated pt is symptomatic and is lethargic, confused. The nurse stated pt is non-compliant with medication and diet. Medical attention was needed. Follow up call noted that the glucose level at the hospital was 471mg/dl.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned.